Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. It was explained to us as part of the investigation that the patient was awake and breathing when the "shock advised" determination occurred. This is not an indication of a device malfunction. The device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patient's who are pulseless. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
(B)(6) reported that during patient use, the device was in AED mode and the device provided an advise shock on a non-shockable rhythm. The crew did not shock. The patient was awake and breathing. Rep would like this device in for evalution prior to putting back into service, (B)(6) indicated the incident was caused by user error but wants the device in for evaluation prior to putting back into service.